Event description:
The pt reported feeling burning and "pins and needles" all over her body. She also reported that these symptoms would occur whether the stimulation was on or off and would appear in various locations at different times (ear, foot, leg, and arm). The hcp reported that the pt had not contacted him regarding the reported event; the pt was last seen in 2007.